Event description:
It was reported that interrogation prior to the generator change procedure noted that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. Furthermore, the ra lead exhibited low pacing impedance. The ra lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.